Event description:
It was reported that the device was overheating during testing for a procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was duplicated. Upon disassembly the upper bearing was shattered and the integrated bearing was corroded. This will be the primary cause for the device to heat up. Excessive corrosion in the device caused the upper bearing to fail which created heat. This issue has already been identified and potential actions have been implemented at this time.